Manufacturer narrative:
(B)(4). A sample has not been received to-date. Upon receipt of the complaint it was indicated that a sample was available and a return label was provided. If a sample is received for evaluation a follow-up report will be submitted.

Event description:
Specialty disposables - disconnected - other after a while in the surgery the patient suddenly had high fico2 values. The users changed absorber without any result. They increased fresh gas flow and ended the surgery as expected. No complications for the patient. After surgery they discovered that the septum wall inside limb-o was half disconnected and they had a leakage from the expiratory side to the inspiratory side and therefore the high fico2 values. The customer has dräger machines. The customer has also inspected the other breathing tubes in the same box and no more defected tubes has been discovered.